Event description:
Reporter stated that a patient's capillary blood pt level was measured, using the suspect device, with a result of 7.9 inr. Reporter indicated that a lab test, performed within an hour, measured the patient's blood pt value at 4.84 inr. Based on the lab value, patient's coumadin dose was held for 2 days. No adverse event was reported. Reporter noted that electronic controls are run on the device, daily, and results have been acceptable. Liquid control testing was reportedly performed, 1 month earlier, and results were within acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.